Event description:
It was reported to our technician that the cot dropped at the head end. There was pt involvement but no adverse consequences were reported.

Manufacturer narrative:
Unit was evaluated by the customer. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.